Event description:
The manufacturer received information alleging a fault. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and an error code related to the oxygen blending module (obm) was determined to have occurred. Err_obm_accy_urgent_service means there is potentially a failure of the oxygen blending module, which may impact therapy (delivery of o2). The device's obm board needs to be replaced to address the issue. Additionally, the obm enclosure and top plate were found to be cracked, the front enclosure was found to be chipped, due to dust contamination the obm gasket and micron filter need to be replaced, the whispercap was found to be missing, and the cable retainer was found to be damaged. These issues are not related to the reportable malfunction/issue.